Event description:
Additional information received indicates the ipg was recovered.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
Related manufacturer reference number: 3006705815-2020-31512. It was reported the patient had an unrelated surgery in (B)(6) 2020 where the device was not placed in surgery mode. Subsequently, the patient has been unable to connect to the ipg. Troubleshooting was attempted by the company representatives to no avail. Surgical intervention may take place at a later date. Note: it is unknown which ipg is liable, as such both are being reported.